Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the superficial femoral artery. A 5.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion, however, the balloon ruptured at 10 atms during initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).